Event description:
Procedure: burch - laparoscopic. Reportedly the surgeon performed a burch procedure on the pt in 1999. The surgeon was told approximately a year later that 3 of the 12 tacks implanted during the burch procedure had migrated to the pt's bladder. The tacks were removed via cystoscopy without incident. Pt condition is fine.